Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 284 mg/dl for about four hours after dinner when a meal was not announced; dosing paused for approximately 40 minutes, and alarm history showed a fill insulin alarm on the ilet using an inset infusion set with an fsl3+ cgm. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established.